Event description:
It was reported that the slap hammer was cross-threaded and the femoral stem extractor does not clamp onto trunion, would tighten but not actually grab. No additional information is available.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: the device associated with this report was returned for examination. After physical review, allegation can be confirmed. There were noted remarkable damaging markings throughout the piece. Part denoted several nick marks at the shaft's base and shaft as well. Observed damage grade on the device is not consistent with intended use of the device. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.